Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter therefore unable to proceed with product investigation at this time. Reporter stated brushheads were discarded.

Event description:
Bottom piece fell off of brushhead [device breakage]. No adverse event [no adverse event]. Case description: a female consumer of unspecified age reported that she had purchased a package of oral-b dual clean brushheads and on two of them, the bottom piece fell off while used with an oral-b rechargeable toothbrush, version unknown. This was not the first time she had used these particular brushheads, and she noted that they had been discarded. No symptoms developed.